Manufacturer narrative:
Act and esc buttons did not respond due to unlock on j2/lcd keypad connector. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test and displacement test due to button keypad anomaly. Insulin pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was 62 mmol/l at the time of incident. The customer reported that the insulin pump worked the day after. The insulin pump was returned for analysis.